Manufacturer narrative:
It was confirmed by the service technician that the complaint was created in error as the unit was functioning to specifications with no reported malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by repair work order that the button to release the cot is not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the button to release the cot is not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.